Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The customer reported that a pseudoaneurysm formed after the procedure and after closure. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. On friday, november 14, a directional coronary atherectomy (dca) procedure was performed using an 8 french guiding catheter. Afterward, the angio-seal device was used to achieve hemostasis. After hemostasis was achieved, it was confirmed that there was no bleeding. Then, the patient was returned to their room. Usually, patients who undergo a procedure are discharged the following afternoon. However, in response to the patient's request, this patient was discharged the following morning. After returning home, the patient experienced pain at the puncture site with a snapping sound when standing up. Since the swelling was observed, an emergency call was made. After arriving at the hospital, a computerized tomograpghy (CT) scan revealed a pseudoaneurysm in the inguinal region. Manual compression was applied, and ultrasound and CT scans confirmed that the pseudoaneurysm had disappeared successfully with manual compression. The procedure was completed without any additional treatment. The patient then recovered without any problems. The physician commented that they regularly instructed the patient to come to the hospital if they felt anything unusual or experienced pain, therefore, no adverse events occurred. In this case, the patient requested to be discharged the following morning, even though patients who undergo a procedure are usually discharged the following afternoon. As a result, the patient returned to normal daily activities earlier than usual, which resulted in this event. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 8 mm. The blood loss was less than 250cc. The puncture was right femoral artery. Ultrasound was used with compression to treat the pseudoaneurysm. The patient was recovering. No equipment or other devices were used with the angio-seal. Additional information was received on (B)(6)2025: the patient's outcome was favorable and the patient was discharged.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.